Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) reported to baxter that the homechoice machine sounded a system error 2240 alarm. The technical service representative (tsr) tried to explain alarm; however, the hp demanded to get someone out to her home. The tsr explained that baxter doesn't send nurses out. The tsr again explained the alarm. The hp ended the call. No clinical consequences for the patient were reported.